Event description:
The customer reported that the fiber caps detached inside the pt at 55,595 joules during prostate vaporization. It was reported that the fiber caps were retrieved with flexible cystoscopic foreign body forceps. The procedure was completed with another fiber. It was reported that the pt was in "good condition".

Manufacturer narrative:
(B)(4).